Event description:
My resmed CPAP airsense 10 malfunctioned. The device emitted a constant high pitch, noticeably louder on inhalation and decreased sound on exhalation. Had the device in daily use since (B)(6) 2021. FDA safety report ID # (B)(4).